Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial video-assisted thoracoscopic surgery lobectomy, the jaws would not close or open correctly when closing on tissue, the stapler was unable to fire. The user opened a new device to resolve the issue. There was no patient injury.